Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and reported a problem in which the complaint device experienced an audio failed error and requested support. The device was in use on a patient. There was no report of patient or user harm.